Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. A problem with wireless with the device itself was suspected. A memory download was performed, and analysis was made and confirmed wireless challenges where radio frequency would not progress any further past a wakeup. It was suspected that the issue was related to the radio frequency settings in the pacemaker. The physician decided that due to the inability to do remote checks and only in-office monitoring, they are likely going to move forward with a device replacement.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. A problem with wireless with the device itself was suspected. A memory download was performed, and analysis was made and confirmed wireless challenges where radio frequency would not progress any further past a wakeup. It was suspected that the issue was related to the radio frequency settings in the pacemaker. The physician decided that due to the inability to do remote checks and only in-office monitoring, they are likely going to move forward with a device replacement. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. A problem with wireless with the device itself was suspected. A memory download was performed, and analysis was made and confirmed wireless challenges where radio frequency would not progress any further past a wakeup. It was suspected that the issue was related to the radio frequency settings in the pacemaker. The physician decided that due to the inability to do remote checks and only in-office monitoring, they are likely going to move forward with a device replacement. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.